Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant, the lead measured high impedance on the psa. The lead was explanted and a new lead was implanted. Patient is doing fine.